Manufacturer narrative:
Insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test however failed in vibration self test due to broken red wire vibrator motor connector. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer reported the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Customer stated the insulin pump had motor error and was able to successfully clear the alarm and also was able to complete pump rewind. Customer performed displacement test and it was passed. Customer stated insulin pump did not vibrate during the vibrate test. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.